Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritoneal inflammation. The cause of this event was unknown. On an unreported date, the patient was hospitalized and treated with an unspecified medication (intraperitoneal) for peritoneal inflammation. At the time of this report, the patient outcome and action taken with pd therapy were not reported. The reporter declined to provide additional information.